Event description:
Patient's sister contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's sister does not have a valid prescription for cgm and is using patient's device. Patient's sister did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).